Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited episodes of noise, and the right ventricular (rv) lead exhibited episodes of high capture thresholds and high pacing impedance. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.